Event description:
A user facility biomedical technician reported high temperature problems in dialysis mode. According to a facility registered nurse, the pt was receiving treatment when the temperature reading went higher than the clinic's default setting of 37 degrees, although it was not high enough to trigger the alarm. The heater switch was subsequently turned off and the machine was powered down in an attempt to resolve the issue. The machine was shortly powered back on, and the temperature reading then went up to 39.7 degrees and the machine alarmed. The pt was taken off the machine and his blood was not returned as a precaution; as a result, he lost approximately 250ml. The pt was asymptomatic and did not experience any complications or require medical intervention. His temperature remained normal. He was placed on another hemodialysis machine and his treatment was successfully completed.

Manufacturer narrative:
A plant investigation is in progress and a supplemental report will be submitted upon completion.